Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was bent and deformed as a result of being pulled. Customer's blood glucose level was 128 mg/dl. Reportedly, customer will load a new cartridge.